Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: sonographer told me that one was slightly protruding from fallopian tube /perforation (fallopian tube(s)`"), device dislocation ("migration"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain. Concurrent conditions included dysfunctional uterine bleeding, dizzy, malignant neoplasm of cervix uteri, abdominal discomfort, abdominal pain lower, vaginal discharge and vaginitis. Concomitant products included ibuprofen and nsaids. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), mood swings ("severe mood swings"), depression ("depression"), headache ("migraines / headaches"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain :increased abdominal pain") and adnexa uteri pain ("ovarian pain") and was found to have weight increased ("weight gain, unable to lose weight"). On (B)(6) 2013, the patient had essure inserted. In january 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain /constant and severe pain in pelvic"), back pain ("lower back pain /constant and severe pain in back areas") and arthralgia ("hip pain"). The patient was treated with surgery (ablation and laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, mood swings, depression, migraine, dyspareunia, weight increased, adnexa uteri pain and arthralgia outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage and headache had resolved and the pelvic pain, abdominal pain and back pain was resolving. The reporter considered abdominal pain, adnexa uteri pain, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): physical examination - on (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: ovarian pain, menorrhagia, abdominal pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs & mr received. Reporter's information ,patient's demographics were added. Added events abnormal bleeding (vaginal, menorrhagia), severe mood swings, depression, migraines, headaches, migration of essure device location of device: sonographer told me that one was slightly protruding from fallopian tube /perforation (fallopian tube(s), dysmenorrhea (cramping),dyspareunia, abdominal pain, weight gain, ovarian pain, lower back pain, hip pain. Updated outcome of events. Updated onset date of events. Lab data, concomitant drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.